Event description:
Per the clinic, the patient experienced poor performance since activation with implanted device (sepcific date not reported). It was also reported that the patient requires multiple MRI scans. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.